Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and after this thrombus was noted in the right atrium. The procedure continued and a watchman access system and watchman laa closure device and delivery system were used to successfully implant the closure device. A total of 15,000 units of heparin were administered during the procedure. The patient's activated clotting time was 279. The thrombus remained in the right atrium after the procedure. The patient remained stable the entire procedure and showed no neurological deficits.